Event description:
It was reported that the merlin.net transmission revealed the right ventricular lead exhibited noise. No intervention was performed. The device remained implanted. No further information was available.

Manufacturer narrative:
(B)(4).